Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of postsurgical neuritis and spinal pain. It was reported that the patient showed up to their healthcare provider (hcp)'s office asking for pain medication refills due to lack of pain relief. The patient lost pain relief 1-1.5 months ago. The patient had a car accident in (B)(6) 2017 and they fall frequently. It was suggested to make sure it is working properly and perhaps reprogramming to allow pain relief. No further complications were reported or anticipated.